Manufacturer narrative:
Event date is (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.